Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue and noted the battery failed to meet factory specifications. It was also noted that the customer uses the iabp unit in an off label program where they charge and discharge the batteries at least once a day resulting in a shorter battery life than specified. The stm replaced the batteries and completed all safety, functionality, and calibration check. All tests passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a battery charging issue. The iabp unit was left charging overnight but the unit failed to boot-up. It was later reported that while walking the patient around the hospital on the cs300 (off-label use), the customer noticed that the battery had a short run time. There was no patient harm and no adverse event was reported.